Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient on normothermia therapy setting for maintaining at 37c at 0.25c/hr. Patient temperature has dropped and water temperature was not increasing to counteract. Patient temperature was 34.5c, target temperature was 37c, water temperature was 24c, flow rate was 3 l/m. Tdi shows one bar trending downward. System diagnostics were outlet monitor temperature (t1) was 24.7c, outlet control temperature (t2) was 24.7c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.5c, water flow rate was 3 lpm, inlet pressure was -6.7 psi, circulation pump command was 83 percent, mixing pump command was was 0, heater was 0, water reservoir level was 5, system hours was 3390.7, pump hours was 2981.5. Mis walked through stop therapy and drain pads. Fill or drain tube was plugged in to spot beside fluid delivery line and right lower drain port. Mis walked through draining around 16-17 ounces of water from right drain port. Mis resumed therapy and water flow rate was stabilized at 3.4 lpm and water temperature was 33.6c and climbing. Bair huggers already applied and discussed turning up vent humidifier and warmer for additional assistance. Mis advised to call back if water temperature decreases while patient temperature still low or if any other questions or concerns.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR is not reportable as the reported event was confirmed as use of device issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient on normothermia therapy setting for maintaining at 37c at 0.25c/hr. Patient temperature has dropped and water temperature was not increasing to counteract. Patient temperature was 34.5c, target temperature was 37c, water temperature was 24c, flow rate was 3 l/m. Tdi shows one bar trending downward. System diagnostics were outlet monitor temperature (t1) was 24.7c, outlet control temperature (t2) was 24.7c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.5c, water flow rate was 3 lpm, inlet pressure was -6.7 psi, circulation pump command was 83 percent, mixing pump command was was 0, heater was 0, water reservoir level was 5, system hours was 3390.7, pump hours was 2981.5. Mis walked through stop therapy and drain pads. Fill or drain tube was plugged in to spot beside fluid delivery line and right lower drain port. Mis walked through draining around 16-17 ounces of water from right drain port. Mis resumed therapy and water flow rate was stabilized at 3.4 lpm and water temperature was 33.6c and climbing. Bair huggers already applied and discussed turning up vent humidifier and warmer for additional assistance. Mis advised to call back if water temperature decreases while patient temperature still low or if any other questions or concerns.